Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device data log was provided. A review of the log showed a shock advised prompt followed by four press flashing shock button prompts, then no shock delivered message 30 seconds later. Because the device does not record shock button presses, it cannot be determined from the log whether the button was pressed. The customer attempted to reproduce the issue internally but was unable to duplicate the concern. The customer was informed of the findings from the log review and was advised to return the device to zoll for evaluation. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.